Manufacturer narrative:
As reported, the plug of a 6/7f mynxgrip vascular closure device (vcd) gets stuck in the device and won't deploy when they shuttle down. There was no reported patient injury. Additional information was requested but not provided. The reported event of ¿sealant failure to deploy¿ could not be confirmed as the device was not returned for analysis. The exact cause of the issue experienced could not be determined. Based on the limited information available for review, it is not possible to determine what factors may have contributed the reported issue. Procedural, anatomical, and handling factors may have been a contributing factor to the reported failure. Per the mynxgrip IFU, which is not intended as a mitigation, step 2: deploy sealant, while pulling lightly on the device handle to ensure the balloon is abutting the vessel wall, open the sheath stopcock to confirm temporary hemostasis. Detach the shuttle and advance until a definitive stop is felt. Grasp the sheath and with draw it from the tissue tract. Light tension should be maintained to keep the balloon abutted against the vessel wall. Grasp the advancer tube at the skin and gently advance until the single marker is fully visible and hold for up to 30 seconds. Then lay the device down for up to 90 seconds. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the plug of a 6/7f mynxgrip vascular closure device (vcd) gets stuck in the device and won't deploy when they shuttle down. There was no reported patient injury. Additional information was requested but not provided. The device will not be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the plug of a 6/7f mynxgrip vascular closure device (vcd) gets stuck in the device and won't deploy when they shuttle down. There was no reported patient injury. The device will not be returned for evaluation.